Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding data investigation and provided information, during complaint meeting from on oct 17th 2017,the root cause of this issue is determined to be due to user error. There is no evidence to indicate a device issue. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembled. On back table, implant came a. Part as surgical tech inserted the implant into inserter as they usually do following surgical technique. As they were tightening inserter knob, implant loosened and disassembled. Another implant was opened immediately.